Event description:
The facility reports the moulded plug fitted to the hoist was hit by the hoist leg when being moved. The top cover of the plug came off of the plug body, exposing live wires, no pt was in the lift and no injuries were reported.